Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient reported they weighed 170 pounds at the time of the event. Circumstances that led to event included that the scs did not seem to give him a whole lot of relief. Pt had a lot of surgical pain up until 7 weeks after implant. After about 2 or 3 weeks after implant, scs stopped giving pt therapeutic relief. Pt could not remember specific details about charging problems. Pt had charged the night before and ins would be dead next day (it would say it needs to be recharged). Pt talked to mdt rep to try to change settings. When on setting 1, pt would arrow up 4-5 times from 6 to 7 intensity and controller would go into recharge mode so pt would have to get out of recharge mode for 10-15 minutes. Then, controller intensity would be 6.4 and pt would arrow up a few more times. Sometimes controller would enter recharge mode again before reaching intensity of 7. (Sometimes it might, sometimes it would not). Mdt rep and pt tried resetting battery, but reset did not resolve issue. Pt was in quite a bit of pain to begin with and did not feel they had pain relief from scs. Pt was ready to switch back to pain pills. Pt mentioned new controller now seems to be working pretty well. Replacement controller seemed to resolve the issue. Pt has had a couple of problems with new controller(see case #(B)(4)), but not since first or second week of having new controller.

Event description:
Additional information was received. It was reported the circumstances that led to the trouble with the implant was there was no relief. They believed that it quit after 2 or 3 weeks. The settings had not changed. It took at least 3 times to find a good setting to no avail. The last time the patient took all settings to 0 and the up to max. The patient felt no change and then they ordered the replacement. While changing settings the unit would switch to battery charge mode at times. When they were changing from 7.0 to 8.0, on the fifth press of the up arrow it would put the unit into battery charge mode. The patient had to switch back to where they were. Charging could sometimes take over two hours and the belt did not stay in place when moving around. It was noted that with the replacement the patient had more relief. The patient had pain in their feet from neuropathy and it was still a problem. It hurt them to walk any distance.

Manufacturer narrative:
Continuation of d10: product ID: 97745, serial# (B)(6), product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 97745 lot# serial# (B)(4) implanted: explanted: product type programmer, patient if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt states they had been having trouble with implant. Pt states they had not getting relief from the system and was having problem with ins. Pt states sometimes the ins was only lasting 14-15 hours and tried to increase/decrease and goes to recharge mode. Patient services (pss) had trouble clarifying issue. Pt did not know what they were connected to when it was stating recharge mode nor did they have verbiage. Pt states they take pillsand had trouble remembering things. The patient was redirected to their healthcare provider to further address the issue. Pss directed to healthcare professional (hcp) to make another appt to have the device checked and/or reprogrammed. Pt states that they had to have their shoulder done eventually and needs to get this taken care of. Twice now in the last 2-3 days (would not confirm date) would say stimulation off and has to turn back on. Pt states this was doing this by itself. Pt states they do turn the stimulation back on when this occurs. Pss advised to try and use remote. Pt states they were told to get a replacement remote and the rep said to call and get this ordered. Pt reported that they were not feeling stimulation and they had maxed out the stimulation. Pt states these issues started 2 weeks after implant. Pt states they had never felt any tingling and feels the system is not working and not sure what its supposed to do. Pt states the test unit worked great. Pt states when they were on medication, it helped much better than it does now. Pt states they had been having trouble walking as well and cannot golf and hardly walk or do yard work. Pt states twice now last couple weeks it would say stimulation off and has to turn back on. Pt states this is doing this by itself and would pick up controller and turn on and says the stim is off. Pt states this has been the last 2-3 days where it turns off. Pt states they would like a remote shipped to them. Pt states they do turn the stimulation back on when this occurs. Pt states they had to recharge often and only lasts 4-16 hours and has had problems charging. Pt states has problems changing settings at times as well. Pt states will increase and goes to a recharge mode and has to get back to the intensity level and start again, pss could not clarify what exactly the issue was. Pt states that happened a few times. Pt states they don't know what they were connected to when this occurs. The patient was redirected to their healthcare provider to further address the issue. Pt states the rep had said as well that their settings are high and that could be why they were charging more frequently.